Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 20x3.50mm, concentric and de novo target lesion was located in the mildly tortuous and moderately calcified right coronary artery. Predilatation was performed with a 2.5x15mm emerge balloon catheter leaving 80% residual stenosis. A 3.50 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, during procedure, the device was dropped out after the balloon deflated. The device was removed from the patient's body by snaring. The procedure was completed with a 3.5 x 24 promus premier stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(A2) date of birth: 1962. Device evaluated by MFR: synergy ous mr 3.50 x 24 mm stent delivery system (sds) was returned for analysis without the stent. An examination of the crimped stent found that the stent was not returned with the device. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied to the cones were noted as its wings were relaxed and not tightly folded. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Date of birth: (B)(6).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 20x3.50mm, concentric and de novo target lesion was located in the mildly tortuous and moderately calcified right coronary artery. Predilatation was performed with a 2.5x15mm emerge balloon catheter leaving 80% residual stenosis. A 3.50 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, during procedure, the device was dropped out after the balloon deflated. The device was removed from the patient's body by snaring. The procedure was completed with a 3.5 x 24 promus premier stent. No patient complications were reported and the patient's status was stable.